Event description:
It was reported that customer went to the emergency room (ER) due to a blood glucose (bg) level of 509 mg/dl. The customer was treated with intravenous insulin and saline. Reportedly, customer left the ER twelve hours later with the issue resolved and no permanent damage. Reportedly, an empty cartridge alarm had occurred while the cartridge was not empty. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.